Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up information: on an unreported date, the patient missed a day of dialysis. The exact cause of peritonitis was unknown.

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. Peritonitis had not yet resolved. No additional information is available.

Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (B)(6) 2013. A review of manufacturing records for potentially associated lots h12j11037, h12g27079, h12h31095, and h12l13070 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. (B)(4).